Manufacturer narrative:
(B)(4). Asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? I was not present during case. I believe from the notes, the device did not open. I do not know if reverse knife blade was utilized. I was told stapler locked outside of the patient and stapler jaws would not open. Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Most likely since it was the 4th firing, I will assume the blue reload (gst60b) was the intended cartridge choice that was wanted. Having not been there, not sure the appropriate reload was loaded on stapler. If the stapler didn't open, reload should still be in jaws of returned device. Was buttressing material utilized? If so, which product?

Event description:
It was reported that during a gastric bypass procedure, the stapler was fine on the first three firings, on the fourth firing the stapler locked and wouldn't open or fire. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).the analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.